Event description:
Healthcare professional reported injecting a pt with juvederm voluma xc, juvederm volift with lidocaine and of juvederm volbella with lidocaine in the oral commissures, tear trough and "mid face." Six days later, the pt had add'l injections in the oral commissures and marionette lines. Six months later, the pt developed a "hard lump" on the "left inner canthus, right oral commissures and marionette lines." Pt was then treated with injections of hylase and kenacort. Pt was reviewed again about 4 weeks later and had developed a "granuloma" on the "right inner canthus." Pt was treated with hylase and kenacort as well. Add'l review was about 3 weeks later and the pt rec'd add'l hylase and kenacort in the "lateral right tear trough granuloma." Symptoms have resolved. This is the same event and the same pt reported under MDR ID #3005113652-2015-00026 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect prod, juvederm voluma xc (lot#vb20a30389), also a device mfg by allergan.

Manufacturer narrative:
Further info from the reporter regarding event, prod, or pt details has been requested. No add'l info is available at this time. The events of "hard lump and granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. See scanned page.

Manufacturer narrative:
Medwatch sent to FDA on 08/03/2015.

Event description:
Patient had "further granuloma formation of lower right lateral eyelid and lower left eyelid" when the patient was reviewed 2 months after initial treatment and received additional treatment of "hyaluronic acid " patient was reviewed again 3 weeks later and there is still a small "granuloma only persisting near outer canthus right eye."

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information juvederm voluma xc (lot#vb20a30389) was injected in the oral commissures and marionette lines, juvederm volift with lidocaine in the "midface" and "midcheeks" and juvederm volbella with lidocaine in the tear troughs were used for the initial injection and the injection 6 days after that was with juvederm voluma xc (lot#vb20a40071) in the oral commissures and cheeks symptoms are still ongoing the injection with juvederm voluma xc (lot#vb20a40071) is no longer a concomitant injection.